Event description:
Reference MDR # 1219856-2010-00290 for the first event involving the same pt. It was reported that the physician used the super arrow-flex (saf) sheath to insert the balloon in the left femoral artery. During the insertion, the balloon was blocked on the sheath. The physician pushed the balloon into the sheath and he succeeded to place the balloon in the aortic arch. When he connected to the intra-aortic balloon pump, the balloon did not inflate correctly; only a small part inflated and an alarm message appeared "kink problem." The physician removed the intra-aortic balloon (iab) and the sheath as one unit. Additional info received by the quality assistant from the physician stated the pt died 48 hours later, due to cardiogenic shock and severe trouble of ventricular rhythm. Nevertheless, the md stated the death could not be directly imputed to the absence of counterpulsation.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.